Event description:
It was reported that approximately 8 years and 2 months following the implant of this transcatheter bioprosthetic aortic valve structural valve deterioration was identified. An increase of the mean gradient =10 millimeters of mercury (mm hg) from the first echocardiogram after the valve index procedure and a mean gradient of =20 mmhg. There was also an occurrence or increase of =1 grade of intra-prosthetic aortic regurgitation (ar) resulting in = moderate ar. A transthoracic echocardiogram (tte) further identified a left ventricular ejection fraction measured = 55% and 60%. Severe transvalvular aortic regurgitation and severe total aortic prosthetic regurgitation were also noted. Patient symptoms were not reported. Five days later a transcatheter valve revision was performed. During the revision procedure the simultaneous peak and mean gradient pressures measured 0 and 1, respectively. The left ventricular end diastolic pressure (lvedp) measured 23. A 23 mm non-medtronic transcatheter was successfully implanted valve-in-valve. One post dilatation was performed with a 23 mm non-medtronic balloon. The final simultaneous peak and mean gradient pressures measured 2 and 6, respectively. None to trivial aortic regurgitation was reported with the non-medtronic valve.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.